Event description:
It was reported that the cartridge was cracked and that the cartridge was leaking from the o-ring. Additionally, it was reported that a cartridge alarm occurred. Reportedly the customer had filled the cartridge with 250-260 units of insulin. Customer¿s blood glucose level was 140-250 mg/dl. Reportedly, the customer performed a cartridge change to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.